Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of juzgf490 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the statlock device released after 2days. New statlock was used. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the clips on the statlock device were coming off was inconclusive since the original sample was not returned for investigation. Five statlock stabilization devices were returned for investigation in sealed pouches. Each pouch was opened and a visual observation revealed nothing remarkable. A tactual investigation revealed that each retainer was adhered to the foam substrate. The retainer doors were closed and were noted to be secure. Since the original sample was not returned, the cause of the reported event could not be determined. A lot history review (lhr) of juzgf490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock device released after 2days. New statlock was used. No reported patient injury. Additional details: "it's not the statlock coming loose but the clips on the statlock that come off."